Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp), via the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the manufacturer¿s representative was contacted by the doctor and was told that the ins battery was coming out from the skin and looked infected. No known environmental/external/patient factors were reported that may have led to the issue. As a diagnostic to be performed, the doctor was to examine the patient. Surgery was in the process of being scheduled to remove the ins device. The issue was not resolved at the time of report. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.